Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users could not have access to patient medication. A technical support specialist (tss) had rebooted the pyxis es application and database servers. The user found multiple orders for the patient had been discontinued in pyxis es. Tss asked the pharmacist to perform an enter/edit on the interrupted medications. The customer proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to retrieve patient medication for which data had been entered previously. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.